Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range shock impedance measurement of 126 ohms. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) the shock impedance range for this lead and noted that the shock impedance measurement trend shows a gradual rise. Ts explained this is likely due to a physiologic reason, possibly calcification around the lead coil. Ts provided guidance that they could consider increasing the shock impedance upper alert limit to 150 ohms and if there is a subsequent alert at 150 ohms, a commanded maximum energy shock would need to be performed to determine the shock impedance value with therapy delivery. Ts also reviewed the potential for truncation of shock energy at a shock impedance greater than 145 ohms with therapy delivery. The hcp indicated they were aware they need to bring the patient into the clinic for a device interrogation to clear the alert. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.